Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 32 mg/dl. The customer treated the low readings with glucose. The husband stated that he called because there was a dark circle on the screen. The customer was advised that the black circle was due to check settings. The husband stated that his wife had been experiencing low blood glucose readings for 40 years. The husband stated that his wife was not admitted to the hospital for low blood glucose readings. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to speak to their health care provider regarding the low blood glucose readings. The customer was advised to call back if any issues persist.